Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or unexpected display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, cracked display window, scratched reservoir tube window, and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm one to two weeks prior to the call. The customer resumed usage of the device, but earlier in the day of the call, she tried to enter her carbs and the numbers began to scroll. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 300 mg/dl. Customer's mother did not list any significant events leading up to the button error alarm. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.